Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per reporter the devices will not be returned. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient required a revision from an apex total shoulder that he had in (B)(6) 2017. The revision was needed due to a torn subscapular. The original devices were removed and replaced with ar-9560-24-2 and ar-9561-30s. Updated 11/29/2018: parts/lot provided by the sales rep. Original procedure surgeon was different than the revision surgeon. Both procedures were performed at the same facility. Explanted devices were as follows: ar-9100-06s univers apex humeral stem, lot 10064881; ar-9106-02 univers vaultlock glenoid, lot 1027261621; ar-7298 univers spex suture kit, lot 10129987; ar-9150-19p usp ii humeral head, lot 160084018.